Manufacturer narrative:
Citation: okuyama k percutaneous paravalvular leak closure for balloon-expandable transcatheter aortic valve replacement: a comparison with surgical aortic valve replacement paravalvular leak closure j invasive cardiol. 2015 jun;27(6):284-90. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding percutaneous paravalvular leak closure for balloon-expandable transcatheter aortic valve replacement. All data were collected from a single center between (B)(6) 2009 and (B)(6) 2013. The study population included 20 patients, 1 patient had previously been implanted with a medtronic hancock ii prosthesis. Serial number was not provided. A (B)(6) male patient had been implanted with a hancock ii valve. At ten months post- implant the valve showed paravalvular leak (pvl), and was successfully replaced with a non-medtronic valve in a valve-in-valve procedure. No additional adverse patient effects or product performance issues were reported.